Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that their lead wire is broken and malfunctioning. The patient stated they received several shocks. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.